Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received that device was explanted and a new device was implanted. Therapy was restored post procedure. There were no complications during the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient¿s controller was displaying replace message. Patient updated the app less than twenty-four hours ago and receiving true elective replacement indicator messages. Device explant procedure is anticipated in the near future. No further information is available.